Event description:
Reporter indicated that in an effort to determine whether ncp generator was nearing end of service, lead test was run to determine if eri (elective replacement indicator) flag was "yes" or "no". During lead test, high lead impedance reading was obtained (dc-dc code 7 and limit). The eri flag was "no" indicating that the generator was functioning properly. The high lead impedance reading suggests a possible discontinuity between the lead and the generator, possibly a lead break. X-rays reviewed by the physician indicated that the lead may be too low on the nerve. The lead appeared to be fully inserted into the generator. Some swelling was also noted. Revision surgery is scheduled to replace both the lead and the generator.